Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (b0(6) 2023. On the morning of (B)(6) 2023, the patient experienced hypoglycemia and was sweating and had "chest palpitations". The cgm alerted for a low and the patient checked a bg and it was 30 mg/dl. The patient ate a couple of tablespoons of sugar to increase her blood sugar. After multiple attempts of trying to increase her blood sugar, she stated she did not feel hypoglycemic anymore, however, her cgm was displaying 50 mg/dl. She then started to have chest pain and irregular heartbeats so she called 911. When the paramedics arrived, they checked her blood sugar and it was 402 mg/dl while the cgm was still displaying 50 mg/dl. The patient was treated with 3 tablets of nitroglycerin and was transported to the hospital. At the hospital, the patient was treated with a bag of unspecified IV therapy. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.